Event description:
It was reported that the customer observed numerous basal rates in t:connect. Review of pump history showed that multiple occlusion alarms had occurred within the same timeframe. Customer indicated that no further occlusion alarms had occurred and blood glucose level was satisfactory.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.